Event description:
The initial reporter alleged discrepant reactive results for two patient samples tested with the hiv duo elecsys e2g 300 v2 assay on the cobas pure e 402 analytical unit. For patient 1, an initial test conducted on (B)(6) 2022 yielded a reactive result of 1.67 coi. Confirmation testing included p24 antigen (ag) testing, which was negative, and viral load testing, which indicated hiv was not detected. An aliquot of the frozen sample was retested with the hiv duo assay, yielding reactive results of 1.84 coi and, after centrifugation, 1.88 coi. Rheumatoid factor testing for this patient showed a value of 7.28. For patient 2, the initial test also yielded a reactive result. Further analysis confirmed the reactive result in the hiv duo assay but determined it to be a false reactive result in the ahiv submodule of the assay.

Manufacturer narrative:
The reported event occurred on a cobas e 402 analyzer (serial number: (B)(6). The investigation determined that the elecsys hiv duo assay performed within specifications. For patient 1, the reactive result was confirmed during internal testing. However, due to the limited sample volume provided, further analysis could not be performed. For patient 2, the reactive result was also confirmed, but further investigation determined it to be a false reactive result in the ahiv submodule of the assay. Calibration and quality control data for all relevant testing were reviewed and found to be within expected ranges. The root cause for the reported event was attributed to sample-specific discrepancies. False reactive results may occur in hiv serology testing due to the assay's specificity characteristics. The device remains in operation at the customer site.